Manufacturer narrative:
Date received by MFR: 26jun2019. Date if this report: 07aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer try a different oxygen solenoid valve. The customer changed the oxygen solenoid valve and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit failed oxygen mix testing. There was no patient involvement.